Event description:
It was reported through the litigation process that approximately two months and twenty-seven days post a port placement, the patient was reportedly diagnosed with bacterial infection, sepsis and septic shock with the blood culture resulted positive for gram positive cocci probable staphylococcus. It was further reported that the patient was allegedly diagnosed with tricupsid and mitral valve infective endocarditis, embolism and thrombocytopenia. Reportedly, the patient was provided with antibiotics and the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately two months and twenty-seven days post a port placement, the patient was reportedly diagnosed with bacterial infection, sepsis and septic shock with the blood culture resulted positive for gram positive cocci probable staphylococcus. It was further reported that the patient was allegedly diagnosed with tricupsid and mitral valve infective endocarditis, embolism and thrombocytopenia. Reportedly, the patient was provided with antibiotics and the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical record were provided for review. The medical record alleges that bard power port was implanted to a patient . Approximately 4 months later the patient was presented to the emergency room with the complaint of weakness and atrial fibrillation and further the patient received metoprolol and nonrebreather mask, ultrasound of retroperitoneum revealed that the right kidney to the upper pole cyst with the line separation. The patient was admitted to intensive care unit for the septic shock with the low threshold for intubation. Their computer tomography of chest performed which showed the concern of septic emboli given multifocal consolidative airspace opticities. Non specific soft tissue mass versus soft tissue fluid collection involving the inferior aspect of the right chest wall medication infusion reservoir further surgery consulted to evaluate the mediport and continues on vancomycin zosyn. Nephrology consulted for acute renal injury and the patient was with sepsis source could be related to the mediport versus pneumonia. Acute kidney injury related to sepsis, systemic inflammatory response and the bladder output dysfunction. On the same day a computer tomography of chest abdomen and pelvis without contrast shows post surgical changes for placement with the soft tissue mass arising from the inferior aspect of the port reservoir. On the next day the patient with the concern for the infected mediport and the physical examination showed the mediport in the right chest has no erythema or purulent drainage from the mediport site. Recommended IV vancomycin/zosyn and the blood culture report showed positive for gram positive cocci probable staphylococcus. A transthoracic echocardiogram was performed which showed hypermobile hey cortana structure which appeared to be attached to the right atrial catheter or the tv annulus. Finding is highly indicative of agitation, moderate size mobile vegetation on the tricuspid valve and hyper mobile echogenic structure which appeared to be attached to the ra catheter or the tv annulus and finding is highly indicative of vegetation. Within the same day the patient underwent port removal procedure on the next day the patient had infectious disease consultation for mrsa sepsis with the septic shock. X-ray of chest was performed for the PICC placement. The study showed lip sided PICC tip overlies the superior cavoatrial junction. The next day the blood culture confirmed positive for staphylococcus areas methicillin resistant. A transesophageal echo cardiogram was performed which showed large pedunculated and mobile vegetarian is visualized in the eustachian in valve, trace tricuspid regurgitation. Large pedunculated and mobile vegetation was visualized on the posterior leaflet of mitral valve on the ventricular aspect. Approximately 5 days later the patient had neurology consultation for cerebrovascular accident and mr. Image shows multifocal ischemic stroke and remote left cerebral hemorrhage, and advice to avoid the dinners until after six week after stroke come on two days after the consultation patient had a fever and persistent sepsis, weakness and neurological changes and the patient with the multifocal endocarditis with multiple embolic event and persistently positive blood cultures however unfortunately the patient despite not having any vascular destruction will likely need to have open heart surgery in order to clear the infection as this vegetation are quite large, it also required mitral valve replacement depending on the extent of the debridement necessary of the by papillary muscle. Continued on the antibiotics for the right now and tentatively plan for surgery for the upcoming week a month later the patient underwent transthoracic echocardiogram procedure which showed severely dilated right ventricle size with the preserved right ventricle systolic function. Moderate tricuspid regurgitation and pulmonary artery systolic pressure and severe pulmonary hypertension. Therefore, it can be confirmed that the patient experienced bacterial infection, endocarditis, sepsis, septic shock, embolism, thrombocytopenia. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.